Event description:
It was reported, by the patient, that she underwent a gynecological procedure in (B)(6) 2011 and an obturator sling was implanted. The patient has experienced recurrent urinary tract infections, mental health issues, severe pain on a daily basis, constipation, obstruction and poor mobility requiring crutches / wheelchair use. The patient must self-catheterize, has received botox and has no intimacy in her relationship. The patient states she is awaiting removal of the sling. Additional information was not provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.